Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the user did not read the IFU well and understand proper steps of disinfectant bottle setting. This may have caused the event. This issue is addressed in the instructions for use (IFU): ¿8.2 replacing the disinfectant solution¿. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus field service engineer assisted the customer in troubleshooting the issue. The fse identified the customer used incorrect procedures. The fse showed the customer the missed steps in the operation manual. The issue was resolved and the device was put back into service. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported they could not load acecide-c (germicide) into the endoscope reprocessor. There was no patient involvement or impact to patient care reported for this event.

Manufacturer narrative:
The field service engineer (fse) provided the updated information on august 24, 2021 that the customer is a scope technician. Any additional information shall be provided in subsequent reports.